Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, the pump failed to pump with sufficient flow and pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the left side of the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches worked properly during a functional evaluation, during which it was also found that the pump head screws were not securely fastened. The unit passed the electrical portion of the return evaluation procedure, but did not pass the irrigation flow test due to a defective motor; the complaint was confirmed. The motor's output would fluctuate and, after several minutes of running, the motor would not pump at all. The reported failure was likely due to long or extended use.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(4), 2010. According to the complainant, the pump failed to pump with sufficient flow and pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.